Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on may 18, 2023. 30 charging cycles were recorded in the devices memory. Further analysis of the ICD memory content showed a normal current consumption. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion and the microcalorimetry analysis showed an elevated heat dissipation. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. The analysis identified a short circuit, which led to an increased internal self-depletion and, as a result, to the clinical observation. In conclusion, a premature battery depletion was confirmed by analysis. The electronic module proved to be fully functional. Destructive analysis revealed an increased internal self-depletion within the battery that contributed to the clinical observation.

Event description:
After an implantation period of approx. 90 months, it was reported that the device shows the eri status. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.